Manufacturer narrative:
Device not returned to manufacturer.

Event description:
A customer in (B)(6) reported the occurrence of false susceptible oxacillin results in association with the vitek® 2 ast-p634 test kit while testing a staphylococcus aureus isolate. Alternate testing method via cefoxitin disc diffusion obtained a resistant result. The isolate was sent to a reference laboratory for confirmatory testing; a result of (B)(6) was obtained. Repeat testing via vitek® 2 ast-p634 provided the same discrepant false susceptible result. The customer stated the discrepant result did not impact patient treatment since the cefoxitin disc result alerted them to the possibility of (B)(6). Culture submittals have been requested by biomérieux for internal investigation. Although the vitek® 2 ast-p634 test kit is not marketed in the united states, other vitek® ast test kits containing oxacillin are marketed in the united states. An internal biomérieux investigation has been initiated.

Manufacturer narrative:
A customer in (B)(6) notified biomérieux of a false susceptible result associated with vitek® ast-p634 test kit. An internal biomérieux investigation was performed. This investigation was initiated due to a false susceptible oxacillin and false negative cefoxitin screen test (oxsf) on vitek® ast-p634 card, which lead to a non-detection of (B)(6) strain on vt2 v7.01. An agglutination test slidex was performed and confirmed a (B)(6). Agar dilution(ad) was tested, the reference method used for the development of oxacillin (ox 101n) and disk diffusion, the reference method used for cefoxitin screen test (fox) to determine the phenotypic intended result. Then, comparison with vitek® 2 results was done (customer lot 73439540 and random lot 734391240) with both cpse and cba subcultures according to the aes parameters used by the customer with global european based + phenotypic: oxa breakpoints eucast 2008 [s </= 2 r >/= 4] and clsi diameter for cefoxitin >/= 22 s ; </= 21 r. The oxa mic of o,5 (cpse) and 1 (cba) are in essential agreement error with the reference mic of 4 leading to a very major error (false s). The false negative result of cefoxitin testing discrepant wit kb(d=15mm r) was also confirmed. The customer results were duplicated and the none detection of this (B)(6). Root cause: atypical strain. A complaint history review was completed for this issue during the last 13 month timeframe with no implication of a trend. The most recent quarterly trend review did not identify this complaint as a systemic quality issue.